Manufacturer narrative:
Complaint confirmed. Visual evaluation showed the electrode head missing and marks/damage at the distal tip of the probe. The most likely caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use.

Event description:
Update 23-dec-2019: according to the customer the fragment was removed but this added an additional 30 minutes to the surgery. Update 30-dec-2019: according to the customer no additional anesthesia was necessary.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during the hip labral repair & cam excision the arthrex ablator ar-9835 was used. While using the probe to debride soft tissue around the femoral neck the tip of the probe came apart and detached from the main body of the probe. The tip came completely loose and was lost within surrounding soft tissues. The traction had been removed so the probe tip cannot damage articular surface of the hip joint. The surgeon tried to located the broken tip with the support of an x-ray to identify the location within the tissues. The surgery time extended due to that issue to 30 more minutes. The surgery was completed successfully with a new device of the same part number. No further information at the moment.